Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample tested on the cobas 6000 c501 module. The initial result was not reported outside of the laboratory. The initial result was 171 mmol/l with a repeat of 137 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found that the sodium hydroxide dispense (naoh-d) tubing was slightly bent and was not inserted properly. He then adjusted and corrected this part. He decontaminated the rinse tube and cleaned the inside of this tube. He reinserted the electrode and the o-ring and found them to be clean and in order. He performed calibrations, qcs, and precision tests with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined that the issue was caused by a mechanical leakage/seal.